Manufacturer narrative:
D10- intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "during robotic total hysterectomy, vessel sealer tip didn't open." Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. No failures were found during log reviews. Grip force test was performed with the following results: straight: 6.82. Pitch: 6.03. Yaw: 6.58. An additional observation that was not reported by the site was that the instrument was found to have a missing grip open lever. The grip open lever was found to be completely removed from the proximal end and was not returned with the instrument. As a result, the instrument's grip tips were unable to be manually opened off the system. Root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the vessel sealer extend instrument (part # 480422-01/lot# l90210125 0049) associated with this event has been performed. Per logs, the instrument was used on 08-sep-2021, on system sk1450. This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. In addition, the following information was obtained: the procedure being performed during the reported event was a myomectomy. Additional information can be found in the following fields: d4, d9, g3, g6, h2, h3, h4, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend instrument be returned for analysis, but has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified no other complaints related to the instrument and or this event. In addition, the product's lot number and the batch sequence number were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the grips of the vessel sealer extend were clamped on the tissue and would not open. The grips could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the tip of the vessel sealer extend would not open. A backup instrument of the same kind was used to continue. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 14-sept-2021: the instrument was inspected prior to use with no damage observed. The instrument was being used for dissecting tissue and worked for about an hour. Then the instrument jaws were stuck on the uterus tissue and were unable to unclamp/open with the use of the emergency grip release function. The tip was not grasping the tissue strongly, so the tissue slid out by itself from the tip when the customer moved the instrument. There was no unexpected tissue removal or bleeding. The issue did not occur after a system fault. No adverse effect to the grasped tissue was observed and the patient had no injury or harm. Photographic images of the devices or a video recording of the procedure were not available for isi review.